Manufacturer narrative:
During the requested site visit, the field service engineer (fse) found the power cord of the abbottlink sonicwall firewall power adapter was damaged when housekeeping inadvertently splashed water on the power cord while cleaning the floor. The damaged sonicwall firewall was replaced to restore connectivity. A review of the architect i1sr56105 service history did not identify any issues that may have contributed to the current complaint. There have been no subsequent reports of sparking or smoking since the part was replaced. A review of the architect operations manual provides information regarding electrical hazards, including keeping liquids away from all connectors of electrical or communication components. The architect i1000sr service and support manual provides instructions for the removal and replacement of the sonicwall firewall. A review found the 2017 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The observed sparks and smoke was limited to the power cord of the firewall and did not spread to other areas of the instrument. A review of tickets for the sonicwall tz100 firewall, rohs (part number 8-206430-01) and the architect i1000sr did not identify any other complaints related to smoking/sparking and no trends for the reported issue. Based on the investigation no product deficiency was identified for the sonicwall tz100 firewall, rohs (part number 8-206430-01), or the architect i1sr56105 analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a spark and visible smoke coming from the backside of the architect's power cord. The power cord was connected to the abbott link sonic firewall power adapter. Facility housekeeping cleaned the floor and water splashed on the adapter shorting out the power cord and causing the spark and smoke. There was no impact to patient management, user safety, or facility damage reported.